Manufacturer narrative:
This report is filed july 9, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of sound after undergoing an electro shock therapy (specific date and type not reported). The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.